Event description:
Caller states the device produced a result of 611mg/dl on the aviva meter. No action taken based on device result. Numeric reading range of device is 10mg/dl-600mg/dl. Requested return of suspect device and replacement was sent. No information to indicate where issue discovered.